Manufacturer narrative:
Evaluation: the customer's reported condition of fail code 570 was confirmed. A corrective and preventative action and field corrective action have been initiated.

Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during a patient infusion. There have been no reports of any pt incident involving this pump since the last baxter service event.